Event description:
The customer reported one false negative antibody screening test with biotestcell 3 on tango optimo. The customer reported that the reactions looked grainy but have been evaluated negatively by tango optimo. Furthermore the customer reported that the antibody could be identified in gel method as an anti-d. The customer has neither returned the supposedly defective product nor the patient sample that had caused the false negative test result. Therefor,e our quality control laboratory tested the retained sample with different positive and negative controls, amongst others an anti-d reference reagent with 0.05 iu / ml. This reference reagent correctly reacted positively with cell #1 and #2 of biotestcell 3. All positive and negative reactions were correct. We did not observe any false negative reactions. The affected tango optimo was inspected and the result camera rgb values have been found to be out of range. They have been corrected by the field service engineer in charge.

Manufacturer narrative:
This is our combined initial and final report on this incident.